Manufacturer narrative:
The device was returned for analysis. The reported bent vessel locator wings were confirmed. Loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic starclose instructions for use, closure procedure section lists the sequential procedure steps. Click 1: connect the starclose exchange sheath to the clip applier. An audible ¿click¿ should be heard. Check to make sure the hub-to-clip applier engagement is secure by gently pulling on the sheath hub. Based on the returned device condition, the reported loss of arterial access and bent vessel locator wings appear to be related to the sheath not properly connected to the clip applier. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1430 was removed and replaced with 4001.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery (cfa) was attempted using a starclose se device with a 5f sheath after a diagnostic procedure. Reportedly, the locator wings were deployed (step 2) within the cfa lumen. When the device was pulled back to gain resistance against the anterior wall of the vessel, the device completely pulled out of the artery. The locator wings appear to be angled away from the device enabling it to be pulled out. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.